Manufacturer narrative:
On july 17, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 20, 2015, the report was sent to the initial reported and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 144744: (B)(4) shells produced and released on 23 september 2014. Exp date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the lot have been sold without any similar issue. On 17 march 2015 it was communicated that no pieces nor x-rays will be provided for analysis.